Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the complaint. Based on all available evidence and complaint investigations of a similar nature, the root cause was the internal battery terminal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device has a total power failure event. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device has a total power failure event. There was no patient injury reported as a result of this incident.